Manufacturer narrative:
Suspect device is coaguchek test strip lot 433a-d17, exp 04/30/2008, cat/3116247.

Event description:
Caller states that the pt obtained a result of 5.0 inr on the coaguchek system and 2.7 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed at medical facility. Coaguchek test system: meter, strip lot 433a-d17, exp 04/30/2008.